Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that an infusor had ¿solution in the stem that runs down the middle of the balloon. There was patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). ¿solution in the stem that runs down the middle of the balloon.¿ there was no patient involvement. Manufacture date: may 29, 2013 ¿ may 30, 2013. Evaluation: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned, a device analysis cannot be completed. The cause of the problem could not be verified. Should additional relevant information become available, a follow-up MDR will be submitted.